Manufacturer narrative:
Combination product: yes.

Event description:
Pocket was closed during the original implant. Post-op chest x-ray showed concern for slack pulled out of the leads. Pocket was reopened, slack was added to both leads, header stitch was placed on the device header, and the pocket was closed. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.